Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Prior to the peritonitis, the patient was hospitalized for multiple medical issues. While hospitalized, the patient experienced peritonitis. The cause of the peritonitis event was unknown. Initially the patient received intravenous antibiotics (medication name, dose, duration and frequency not reported). Subsequently, the patient received antibiotics intravenously, then in the dialysis solution bag (medication name, dose, duration and frequency not reported).treatment for the peritonitis also included intraperitoneal cefazolin (ancef) 1.5 grams every night. At the time of this report, treatment was still ongoing. The patient was retrained on proper aseptic. Technique. The patient was recovering from the peritonitis event and was discharged from the hospital four days after admission. The patient continued peritoneal dialysis (pd) therapy during hospitalization. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date around the first week of (B)(6) 2014, the patient experienced peritonitis. On an unknown date around the first week in the same month as the onset of peritonitis, the patient was hospitalized and after five days of hospitalization, the patient was discharged. Peritoneal dialysis (pd) therapy is ongoing. The patient is recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.